Event description:
This lv lead was implanted on (B)(6) 2018 and remains implanted at this time. This lead was placed in the ra port of the pacemaker. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).